Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was "high" (specific value was not provided), and the meter bg reading was 61 mg/dl. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 24 mg/dl and was incapacitated. Customer was transported by paramedics to the emergency room and was treated with intravenous fluids of glucose. Customer was released from the emergency room the same day with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.